Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved will not be returned for further evaluation, customer has determined the issue to be human error not a malfunction of the pump. If the device, logs and/or any additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: customer reports, overinfusion of heparin, the patient is a female admitted with chest pain and has been moved to the ICU. Report states that they have checked the pump and logs and determined pump did not malfunction. There was a user error in which the pump was programmed in the ml/hour instead of units mode. A (B)(6) female had been admitted to the facility on (B)(6) 2016 with chest pain and shortness of breath. Patient had been on heparin since (B)(6) 2016. Report patient is still in ICU, in very critical state. Patient was given protamine sulfate after heparin over infusion. Customer is not returning pump as they have determined the issue to be human error not a malfunction of the pump.